Manufacturer narrative:
The insulin pump was received with a blank display due to an open trace of the lcd driver on the lcd board. They were unable to verify the unexpected restart error alarm due to the blank display. The pump had a minor scratched lcd window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had an unexpected restart alarm and a blank display on the insulin pump. Customer's blood glucose was 150 mg/dl at the time of the incident. Troubleshooting was performed and the customer stated that the display returned after he inserted a new battery. Customer stated that the pump went blank again after restarting. Customer stated that the display did not return after removing the battery for 10 minutes and reinserting a new battery. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.